Event description:
It was reported that the procedure was performed to treat a lesion the proximal left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity. When the 3.0 x 18 mm xience xpedition was implanted; a dissection occurred. A second xience xpedition stent was implanted to treat the dissection successfully. There was no suspected device issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.